Manufacturer narrative:
Device evaluated by MFR: returned device consisted of a coyote es balloon catheter. The balloon was loosely folded with contrast in the balloon and lumen. Microscopic inspection of the balloon material and markerband found no irregularities or defects. Microscopic inspection found no irregularities with the bond of the device. Microscopic inspection found no irregularities or defects of the tip. Functional testing was performed by connecting an inflation device filled with water to the hub. When pressure was applied, water was found to be leaking from the outer shaft. Microscopic inspection of the shaft revealed damage (crack) 16cm from the tip of the device. Tactile inspection also revealed numerous kinks in the hypotube. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous and moderately calcified pulmonary artery. A 4mm x 20mm x 144cm coyote¿ es balloon catheter was advanced for dilatation. However, during the initial inflation at 6 atmospheres for 30 seconds, the balloon ruptured. During deflation, the device was rewrapped and the ruptured balloon was removed from the patient completely. The procedure was completed with a sterling es and a 4mm x 20mm x 144cm coyote¿ es balloon catheters. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous and moderately calcified pulmonary artery. A 4mm x 20mm x 144cm coyote¿ es balloon catheter was advanced for dilatation. However, during the initial inflation at 6 atmospheres for 30 seconds, the balloon ruptured. During deflation, the device was rewrapped and the ruptured balloon was removed from the patient completely. The procedure was completed with a sterling es and a 4mm x 20mm x 144cm coyote¿ es balloon catheters. No patient complications were reported and the patient's status was good.